Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: note the use by date. The investigation determined the difficulties to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.50 x 33 mm xience xpedition stent was successfully implanted on (B)(6) 2017. It was later determined that the expiration date for the xience xpedition was (B)(6) 2016 and should not have been used in the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.